Manufacturer narrative:
During evaluation of the treatment tip, product support found damage to the tip membrane. Solta medical has confirmed a low incidence (less than (B)(4) of the total estimated number of treatments) of first- and second-degree patient burns associated with dielectric membrane breakdown of the membrane of the treatment tip which contacts the patient during the thermage cpt procedure. Breakdown of the membrane can cause the radiofrequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area. Both the thermage user manual (p009240-05 rev. B) and technical bulletin tb-19 instructs the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. With respect to all thermage systems clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. With respect to the cpt system, solta recommends that a tip membrane inspection be performed at the outset of the procedure and every 50 (fifty) pulses thereafter. In addition to recommending frequent tip membrane inspection, solta emphasizes its recommendation to carefully monitor the condition of the patient¿s skin during treatment. In the case of a damage to membrane, the clinician may notice the onset of small burns which would be evidenced by small residual focal red marks or white spots. Should this occur, it is up to the clinician¿s professional discretion to determine whether to continue treatment after replacement of the compromised tip. Solta also reiterates the importance of clinician attention to treatment error messages provided by the system, in particular messages indicating underforce and lifting irregularities. As with all thermage systems, ensuring perpendicular contact between the handpiece and skin is critical. A review of the manufacturing records showed all requirements were met. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action deemed necessary. No patient injury occurred. It is unknown how damage to the treatment tip occurred. The investigation is complete.

Manufacturer narrative:
The tip had been used for 670 treatments at the time of product evaluation. The tip passed flow, leak, and thermistor testing. The tip failed visual testing, and no functional test was performed due to the observance of dielectric breakdown. Additional investigation results are pending.

Event description:
A user facility in (B)(6) reports that a thermage tip membrane broke during treatment. The tip membrane was broke after 785 reps. There was no patient impact or injury when this occurred.